Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: c2tr01 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.